Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. The code did not update the pt info in the tie table when the pt was changed. A fix was applied to the main branch. (B) (4).

Event description:
The lab number has the correct pt name on the report, however, the excelleris report has the wrong name. There was no reported pt injury associated with this event.